Event description:
The customer reported that the system is not able to save images on the hard drive, this happen during a urology case. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the x-ray footswitch. The system is working as intended.